Manufacturer narrative:
Visual inspection of the received lens shows one distorted haptic and one haptic broken at the mid-point. No other observations were noted. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
A letter was received from hospital (B)(6) on the (B)(4) 2011 reporting a broken haptic on za9003 serial number (B)(4). It was stated that the complaint unit was being returned for analysis. Follow-up information received on february 2, 2012 stated that the lens had been implanted and removed by enlarging at the incision a ''little bit''.